Manufacturer narrative:
Further analysis was performed when the programmer was returned to a different service depot for repair. This analysis found that the programmer powered up to a blank screen, the display flex cable did not seat fully in to the circuit board. The display flex cable was reconnected to the board. It was confirmed that the programmer powered up to an error, as a result the hard drive was reconfigured and software was reloaded and updated. It was also noted that the electrocardiogram (ECG) connector was loose, so the link electronic module (lem) circuit board was replaced and recalibrated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that it was not possible to enter the working interface after startup, the programmer displayed an error code. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.